Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a a&p repair, cystoscopy due to pop w/enterocele, rectocele and cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. On (B)(6) 2006 the patient underwent mesh revision due to mesh complications. On (B)(6) 2007 the patient underwent mesh explant. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.